Event description:
The customer reported that the ventilator alarmed o2 valve stuck closed while in use on a pt. The customer reported there was no pt harm. Upon detection of an oxygen valve stuck closed, the ventilator will continue to function using an air gas source. The respironics service technician was unable to duplicate the reported problem. The service technician confirmed a diagnostic code in log history indicating detection of oxygen valve stuck closed. Extended self testing (est) and performance verification testing was completed and the unit passed all tests to spec.

Manufacturer narrative:
Na